Manufacturer narrative:
UDI= (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-06656. It was reported that pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed. The anatomy was noted to be difficult. The watchman access system was positioned in the laa and 21mm watchman laa closure device & delivery system (wds) was advanced and deployed. After deployment a pericardial effusion (pe) was observed and the patient became hemodynamically unstable due to cardiac tamponade. Pericardiocentesis was performed and the patient was administered normal saline, protamine and blood products. As the pass criteria were met, the device was released and the pe stopped growing. They waited 30 plus minutes and there was no additional accumulation of the pe. The patient was sent to ICU. The patient was extubated the next morning and neurologically intact with no pe noted on the transthoracic echocardiogram. The patient was discharged the following morning, two days post procedure.